Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (246-307 mg/dl). Boluses via the pump and insulin injections were used to address the bg level. The customer's healthcare provider had adjusted the pump settings in an attempt to address the high bg levels. The cause of the high bg was not known. During trouble shooting with tandem technical support, the customer reported to have reused the cartridge and the tubing appeared to have a white discoloration in 3 places. The cause of the discoloration was not known. The customer had been using the pump while working in hot temperatures and had been using expired test strips to test the bg level. The customer changed out the test strips. Tandem technical support advised the customer not to refill the cartridges. The customer acknowledged the information. The customer was to changed out the cartridge and infusion set.